Event description:
During a 3rd molar removal, handpiece became hot immediately and burned pt's inner mouth and lip. Inner mouth burn area turned white and lip was reddened. No treatment was administered and pt was released to home in good condition.